Manufacturer narrative:
The customer reported that the unit stopped working. Our investigation revealed a 1/4" burn hole in the cover, which had been caused by a broken thermostat terminal, along with evidence that the unit had been misused. This type of issue is typically associated with misuse when excessive force is applied directly to the thermostat, especially when the unit is folded and/or crushed. We have implemented CAPA ((B)(4)) to better protect the thermostat from abuse.

Event description:
The customer reported that the unit stopped working. Our investigation revealed a 1/4" burn hole in the cover, which had been caused by a broken thermostat terminal, along with evidence that the unit had been misused.